Manufacturer narrative:
(B)(4). The covidien service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.

Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to gui inop failure.